Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular noise was observed on the stored egms. The noise was not reproducible in clinic. The ventricular sensitivity setting was decreased and the patient would be monitored.